Event description:
It was reported that the pump experienced a malfunction indicated by the code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully completed the reset without the malfunction code recurring. Customer was advised to continue using the pump and to call back if the issue arises again.